Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported at the beginning of the ecp treatment the drive tube broke. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k148 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k148 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The provided photographs verify the reported drive tube leak as blood splatter is seen on the centrifuge chamber walls. The drive tube is twisted, and the centrifuge bowl is no longer secured in the bowl holder. A known cause for the centrifuge bowl to dislodge from the bowl holder is when the centrifuge bowl is not properly secured in the bowl holder. A material trace of the drive tube assembly and its components used to build lot k148 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot passed all lot release testing. The root cause of the drive tube leak is most likely due to the centrifuge bowl dislodging from the bowl holder. The cause of the centrifuge bowl dislodging from the bowl holder is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2022.